Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was implanted on (B)(6) 2016 and therapy was going well until friday (B)(6) 2016 when therapy went "haywire." They adjusted the setting and it therapy went well on saturday and sunday it did not go well. They adjusted stimulation to 4.1v but they were not sure how high to increase stimulation and the patient felt a little stimulation. The patient had a "blow out" today and messed up his depends and had to take a shower. Currently the patient was feeling stimulation and confirmed the setting was on p4 at 4.1v and therapy on. Stimulation was adjusted to 4.5v and stimulation was felt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.